Manufacturer narrative:
The insulin pump was received with currents in spec and no blank display. The lcd board is working. The pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer stated that he had a headache and had high blood glucose readings. The customer declined to troubleshoot for high blood glucose readings. The customer stated that the pump started to have a blank display about a week ago while watching football. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not turn on. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.